Event description:
It was reported that the unit went into standby mode in the middle of a case. This same issue occurred with 2 other units as well. It was further reported that a nurse had to turn the unit back on manually. The case was completed successfully and there was no injury to the patient.

Manufacturer narrative:
Additional information will be provided once the investigation is completed. Similar units with the following serial numbers were also implicated in this event: (B)(4); (B)(4).